Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the leadless implantable pulse generator (ipg) exhibited loss of capture. The leadless ipg was explanted and replaced. No patient complications have been reported as a result of this event.